Manufacturer narrative:
The investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during the procedure of a 29 mm sapien 2 valve in the aortic position via transfemoral approach at valve deployment the balloon ruptured. When withdrawing the delivery system and sheath resistance was encountered and distal part of the balloon became separated in the patient. A snare was attempted to remove the remaining balloon pieces; however attempts were unsuccessful. An iliac artery perforation was identified. Surgical intervention was performed, and two stents were deployed to seal the perforation and secure the balloon piece to the vessel wall. The patient is in stable condition, however additional surgery is planned to remove the remaining balloon piece.

Manufacturer narrative:
The product was returned fully inserted through the loader cap in the locked position with no flex or fine adjust used. The nose tip and balloon were not returned. Visual inspection revealed the balloon spring was stretched and unraveled over the guidewire lumen. There was a radial balloon burst at the proximal taper with the nose tip and remaining balloon material not returned. Adhesive was present on the distal guidewire. Due to the nature of the complaint both functional and dimensional testing were unable to be performed. Procedural imagery showed circular calcification at the stj and around the pre-existing bioprosthetic valve conduit. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for the proper use of the commander delivery system and no deficiencies were identified. During the manufacturing process, the commander delivery system is visually inspected and tests several times. During manufacturing, the delivery system balloon component was 100% inspected. During the final inspection, the delivery system underwent 100% inspection by both manufacturing and quality. Additionally, all manufacturing lots are subject to product verification (pv) testing on sampling basis. All samples passed product verification (pv) testing on a sampling basis. All samples passed product verification testing for this lot number. These inspections and tests during the manufacturing process support that it is unlikely that a non conformance contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. Review of available information suggests that the balloon burst was likely caused by patient factors (calcification). A detailed root cause analysis for similar returned balloon burst complaints has been summarized in a technical summary written by edwards lifesciences. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing nonconformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus. Per the imagery review, the patient had circular calcification at the stj, and around the preexisting bioprosthetic valve conduit. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. As a result, additional pull force and excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation of the nose tip distal balloon component and the observed radiopaque markers out of place on the returned device. The technical summary also outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing support that it is unlikely that a defect present in manufacturing contributed to the complaint. It should be noted that these mitigations are still in place. Available information suggests patient factors (calcification) contributed to the balloon burst and procedural factors (withdrawal of burst balloon, excessive manipulation) contributed to the withdrawal difficulty and balloon separation). The complaint event was confirmed. No manufacturing nonconformances were identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No labeling IFU training inadequacies have been identified. As such, neither a product risk assessment escalation, nor corrective or preventative actions are required.